Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was seen in clinic for a follow up visit on (B)(6) 2010. The patient's father was unsure if they were satisfied with the degree of spasticity relief. The patient was going to be seen the following week at the hospital concerning possible surgery (not pump related) they decided not to increase her current baclofen dosage and refilled her pump. The drug was changed from 500mcg/ml to a concentration of 2,000mcg/ml. On (B)(6) 2010 she was admitted to the emergency room for observation because of her state of being more irritable than usual, associated with itching. It was felt that the symptoms were related to withdrawal and malfunction of the pump. Interrogation of the pump revealed that no alarms had been triggered and the values on the logs were within normal limits. The patient was taken to radiology and under fluoroscopy a needle was inserted into the catheter access port. It was noted that there was some difficulty accessing the port and obtaining csf initially, but were able to withdraw a total of 4ml of csf. Following this, radiopaque dye was injected and followed along the catheters path, no leakage of dye was noted and "smooth slowly was noted at the catheter tip". Following this a priming bolus was set to be given for 15 minutes. The pump rotor moved appropriately. Impression: patient's pump system was intact and working appropriately. After performing diagnostic tests, it was felt that it was possible there was a minor blockage at the catheter tip that became more apparent with the change in drug concentration from 500 mcg/ml to 2000 mcg/ml. The outcome was noted as resolved without sequelae. The pump was delivering lioresal.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).